Event description:
Affiliate reported that the first two microsensor icp probes used both failed to zero, despite them checking changing the icp monitors. They then used a test cable to ensure that the icp monitor was working effectively, which it was. As a result the sensors were removed and replaced. The third microsensor was then put into the brain this one was zeroed continued to work effectively.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.